Event description:
As reported to medtronic, using defibrillation electrodes, hospital staff attempted to deliver a shock to a pt with the device in battery mode. The device did not respond when the charge key was pressed. The pt had an internal defibrillator, that device delivered a shock to the pt and successfully converted the pt's rhythm. Medtronic received no reports of adverse effects to the pt as a result of device operation.

Manufacturer narrative:
Hospital biomedical staff evaluated the device, therapy cable adapter and the therapy cable; proper operation was observed during testing. The device was returned to the nursing floor. Root cause for the reported event was not determined.